Event description:
It was reported the tip of the driver was sheared off. This was discovered prior to the case.

Manufacturer narrative:
The device was used for treatment, not diagnosis. The device was returned for evaluation. Visual inspection confirmed the distal tip is missing. The report indicates this was discovered prior to surgery and no patient involvement. No additional information has been received regarding this event. Based on the information provided, a root cause cannot be determined. If additional information is provided, a supplemental report will be submitted.